Event description:
It was reported that the patient underwent an unspecified spinal fusion surgery using rhbmp-2/acs. Post-operatively, the patient has developed significant pain and required many doctor visits. The patient is constantly worried about getting worse.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.